Event description:
It was reported that one of the workstations monitors caught fire on the 9800 system. It was discovered that the power cord had a short, but there was no fire. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was loose causing a short. This system is normally serviced by a 3rd party service company, including pms. The system was tested and found to be working as intended and put back into service.